Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited low, out-of-range (oor) shocking lead impedance measurement of less than 20 ohms. Additional information was received indicating that the alert for 0 ohms reading appeared to be an isolated occurence. The patient¿s daily shock impedance has been within normal range since the low reading. The patient will continue be monitored closely. No adverse patient effects were reported. The system remains in service.